Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 372984a was performed and found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The patient was reported to have polymyalgia rheumatica. This condition may impact the performance of the assay. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between inratio inr results. Results are as follows: date:11/25/2015. Inratio inr: test 1: 1.7; test 2: 3.1 retest; test 3: 2.6 retest with alere technical service instruction while on the telephone: test 4: 3.4 retest. Therapeutic range: 2.5 - 3.0. The time between testing was a few minutes. Reportedly, the same finger was stuck for the first and second inratio tests. Additionally, multiple drops of blood was applied to the test strip and the testing strip was touched on all except test 3. These are considered to be improper techniques when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.